Event description:
It was reported that the touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, so no additional information was obtained regarding the outcome of the event.